Event description:
Same case as MDR ID#: 2134265-2013-01414, 2134265-2013-01415. It was reported that during an intravascularly ultrasound (ivus) procedure, the mdu was unable to pullback the imaging catheter. During the ivus procedure, the overdrive of the lab imaging system was unable to pull back the coronary catheter. The mdu was replaced and the procedure was successfully completed with another of the same device. No patient complications were reported and the patients' condition is stable.

Event description:
Same case as MDR ID#: 2134265-2013-01414, 2134265-2013-01415. It was reported that during an intravascular ultrasound (ivus) procedure, the mdu was unable to pullback the imaging catheter. During the ivus procedure, the motordrive of the ilab imaging system was unable to pull back the coronary catheter. The mdu was replaced and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. An actual and maintenance review of the device was completed the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).